Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot 0 non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) released. Lot expiry date: 2016-11.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address tibial loosening at the cement/implant interface. Depuy cement was used. Doi: (B)(6) 2015. Dor: (B)(6) 2016; right knee.